Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for parkinson's disease. It was reported that during programming it was found that one of the electrodes on the lead had a high resistance. However, there was not a less than 50% symptom reduction for the patient due to the issue. As a result, the lead was replaced with a new one. It is unknown what troubleshooting was done, or what the cause of the event was and if it was related to the device. No further complications are anticipated.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3389s, lot# unknown, implanted: (B)(6) 2015, product type: lead. Upon reviewing the additional information received, it was determined that patient code (B)(4) and eval code (B)(4) no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.

Manufacturer narrative:
The returned lead was tested with a known good screening cable. The screening cable was connected to an external neurostimulator (ens), while the lead distal end was placed in a 0.9% saline solution. Using an 8840 programmer, impedances were measured. Normal impedances were measured on all circuits and electrode pair combinations. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the replacement resolved the issue. No further complications were reported/anticipated.